Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was not known. Customer administered a correction bolus via the pump as well as performed a supply change to address the bg. Customer to replace supplies as necessary and resume insulin.